Event description:
The following was reported to cardinal health:  the first needle did not activate properly and was removed. When the second needle had to be re-introduced was when the patient injury occurred. On (B)(6) 2012, the customer (B)(6) provided the following additional information: during a lung biopsy, the first needle did not activate properly and was removed (as was already indicated). A second needle was inserted, and this reinsertion caused a pneumothorax. The customer confirmed the second needle had no defect. A chest tube was placed and the patient has recovered. The customer indicated that the specific lot of the defective needle is unknown but that the lot involved is possibly either 0000350075 or 0000382064.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Five cycles of a charging/discharging test were performed and no issues were found with the needle. Therefore, the reported condition could not be confirmed. No issues were found during review of the documentation of internal manufacturing device history records for the lots reported that could result in the reported condition. The most probable root cause could not be determined as the sample received did not present the failure reported. In addition, the second procedure that was the one that caused the injury used a needle that did not present any defects for the customer. Action plan has not been proposed since the sample received did not replicate the failure. However, the reported issue will continue to be monitored to identify the need for any further actions.